Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the non-tortuous and severely calcified abdominal aorta. The 40/7/2/100 equalizer balloon catheter was advanced to the lesion for dilation. However, on first inflation at unknown atmospheres, the balloon ruptured due to severe calcification. The procedure was completed by a method using clamp forceps. No patient complications were reported and the patient status is good.